Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure for an ischemic stroke using a penumbra system ace 60 hi-flow kit (kit). During the procedure, the physician advanced the penumbra system ace 60 reperfusion catheter (ace60) through a neuron max with a penumbra system 3max reperfusion catheter (3maxc); however, after significant manipulation, the physician noticed the ace60 was kinked near the hub. Upon further manipulation, the strain relief began to separate near the kink; therefore, the ace60 was removed. The procedure was then completed with a new ace. There was no report of an adverse effect to the patient.